Event description:
It was reported that; on inspection I find the pusher tip twisted and funnel stem has bent in it. It broke in surgery. The scrub tech tried to lodge bone in there that wasn't chopped and they forced the bone pusher in there and it broke.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. During inspection the device was found to be functional, it was therefore determined that the dents are a cosmetic issue and do not impact device function. Conclusion: the plausible root cause could not be identified because it is unknown when the event occurred.

Event description:
It was reported that; on inspection I find the pusher tip twisted and funnel stem has bent in it. It broke in surgery. The scrub tech tried to lodge bone in there that wasn&#38176;chopped and they forced the bone pusher in there and it broke.